Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a uterine myomectomy approximately ten years ago wherein seprafilm was placed over the incisions. On the date of the event during an unspecified surgical procedure, the surgeon discovered a foreign object that appears to be a retained seprafilm sleeve. It is unclear whether a revision surgery was required for this event or whether the seprafilm sleeve was found during surgery for another indication. The IFU indicates the correct steps on how to place seprafilm, whilst removing any other objects which contain or come with the device following implant. No further information was available at the time of this report.